Event description:
It was reported, the patient was hospitalized. The pump was delivering dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information reported that there had been a pump pocket infection. The entire system was explanted and the patient recovered without sequela.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient: product ID, 8781 serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Final device analysis revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), explanted: (B)(6) 2012, product type catheter. (B)(4).